Event description:
It was reported that the target lesion was located in the obtuse marginal (om) with some calcification and tortuosity. During use of the mini trek 1.50 x 12 mm balloon dilatation catheter (bdc), the balloon would not deflate. The balloon was withdrawn intact from the patient without harm. The procedure was completed with a similar sized device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.